Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon examined the back side of the insert directly out of the packaging and discovered it was scratched. Another implant was used for the surgery."